Event description:
Customer reported discrepant sodium results on a patient sample run on two instruments at the same site. No patient intervention occurred as a result of the discrepant results. All other parameters measured by the instruments were consistent and controls were within range. A field service engineer examined the instruments and no problems were detected.

Manufacturer narrative:
Investigation revealed that the instruments were sprayed with a disinfectant solution containing benzalkonium chloride. The operator manual contains the following statement: caution: do not use any solutions containing the benzalkonium chloride ion. The field service engineer determined that disinfectant sprayed on the instruments left a residue which may have contaminated the luer causing the discrepant sodium results.